Event description:
Pt's meter was not working. They stated that their display was "broken up". While on the phone a review of the system was conducted. It was learned that all of the digits had missing protions. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.